Event description:
It was reported that during a procedure in the left renal artery, the physician noticed that the liberte coronary stent was damaged. This stent was removed without complications, and another liberte stent was placed successful. There was no patient injury, and the end result was stated as "optimal". It is noted that this was an off-label use of the device. Per the instructions for use: "the liberte stent is indicated for treatment of stenotic lesions in native coronary arteries and saphenous vein grafts."

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of pulling and unexpanded stent back into the guide catheter. The manufacturing records for top assembly batch 8658835 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are two other complaints related to this batch number. The three complaints are not similar. The root cause of the stent damage experienced during the procedure could not be determined.